Event description:
The customer reported cyclosporine control imprecision on an architect i2000sr analyzer. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). The cause of the architect cyclosporine imprecision is due to an interaction between the architect cyclosporine assay and the resin used to produce certain architect reaction vessel (rv) lots. Assay precision can be impacted if rvs containing different resin are mixed in the architect hopper and used to test architect cyclosporine. All architect cyclosporine customers will be instructed to only run architect cyclosporine using rvs manufactured with resin from the same supplier. Rv lots beginning with lot 06083p100 and higher can be used together. Rv lots lower than 06083p100 can be used together.